Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller exhibited power switching and critical battery alarms. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing; however, it was observed that the battery had exceeded the useful operating life of 500 charge and discharge cycles. This is an additional finding, not related to the reported event, and can be attributed to a battery reaching the end of life. Analysis of the data log file revealed premature power switching events due to momentary disconnections and premature power switching events due to communication errors. Analysis of the alarm log file revealed four (4) critical battery alarms due to communication errors. As a result, the reported event was confirmed. There is no evidence of power sources lubrication procedure. The most likely root cause of the critical battery alarm event can be attributed to communication errors between the controller and battery. The most likely root cause of the premature power switching event can be attributed to momentary disconnec tions and communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2016 / serial or lot#: (B)(6) UDI #: (B)(4). D10: yes, return date: 27-may-2019. H3: yes. Dev rtn to MFR? Yes. H4: mfg date: 31-oct-2015. H5: no. H6: patient code(s): c76143. H6: device code(s): c63030. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213, 3213. H6: FDA conclusion code(s): 12, 133. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it had 500 cycles. The battery subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Logs file analysis could not be conducted since log files were not available for analysis. There is no evidence that the lubrication servicing was performed on the reported devices. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms, are most often attributed to communication errors between the controller and batteries or the battery depleting below 10%. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.